Event description:
An endurant stent graft system was implanted for the endovascular treatment of a ruptured aneurysm . The ruptured aneurysm measured 7 cm in diameter. The physician implanted an endurant cuff nevertheless, the patient continued to lose pressure. So, the physician attempted an open surgical repair however, the patient expired during the procedure. The cause of the migration is unknown.

Manufacturer narrative:
(B)(4). Evaluation conclusion: off-label (implanting for a pre-op rupture).